Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and patient's concern with product.

Event description:
Healthcare professional reported "left side exchange of textured breast implant due to the patient¿s concern with the product, and capsular contracture grade iii." Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: one linear opening, white particles calcification -like in device outer surface, encapsulation and fold creases. A microscopic analysis and leak test were performed which identify: one curved opening striated, nicks striated and wear abrasion. Based on the device analysis the final assessment is: one opening striated in the side patch assessed as surgical damage. Nicks striated assessed as surgical tool scratch like.